Event description:
The doctor reported that the implant was removed due to osseointegration failure approximately 3 months after initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was good. During the surgery, no significant findings were reported. Patient requires another surgical intervention.